Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for a routine follow-up and the right atrial lead was noted to have dislodged. The lead was successfully capped and replaced. The patient was in good condition during and post surgery.